Event description:
It was reported the procedure was to treat a lesion in the moderately calcified right iliac artery. The 12.0x60mm armada 35 balloon dilatation catheter was advanced to the target lesion however during the first inflation the balloon ruptured at 8 atmospheres. The bdc was removed without issue. A same size armada 35 was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, the lesion site was described as moderately calcified. It is likely that balloon material was damaged due to interaction with calcified lesion resulting in material rupture during inflation. Based on the reported information, there is no indication that the reported material rupture was related to a product quality issue with respect to the design, manufacture, or labeling of the device.